Manufacturer narrative:
A partially deployed hot axios stent and delivery system was received for analysis. A visual analysis of the returned device noted that the outer sheath and polyimide inner shaft were kinked. A functional analysis revealed that the stent was able to be fully deployed as received and without issue. There were no other issues with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent was used during an ercp procedure performed on (B)(6) 2017. The indication for stent placement was a distal biliary stricture. The axios stent was to be implanted transduodenally to the patient's common bile duct (cbd). According to the complainant, during the procedure, the first flange deployed, but the second flange failed to deploy. It was noted that there was resistance encountered during the attempted deployment and the scope¿s position during deployment was ¿a little torqued¿. The procedure was completed with a fully covered wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: the axios stent was being implanted transduodenally to the common bile duct; however the axios stent and delivery system is not indicated for placement in the common bile duct in the us.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under the age of 18. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was used during an ercp procedure performed on (B)(6) 2017. The indication for stent placement was a distal biliary stricture. The axios stent was to be implanted transduodenally to the patient's common bile duct (cbd). According to the complainant, during the procedure, the first flange deployed, but the second flange failed to deploy. It was noted that there was resistance encountered during the attempted deployment and the scope¿s position during deployment was ¿a little torqued¿. The procedure was completed with a fully covered wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: the axios stent was being implanted transduodenally to the common bile duct; however the axios stent and delivery system is not indicated for placement in the common bile duct in the us.